Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc investigated the subject device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. However, there is a possibility that this phenomenon is attributed to either of the following. The circuit board or ccd of the subject device was failed. A foreign material adhering to the metal contact of the subject device or the video system center caused the connection failure. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ltf-s190-10 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ltf-s190-10 to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The ltf-s190-10 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
In an unspecified laparoscopic surgery, the user used the subject ltf-s190-10. During the procedure, the endoscopic image displayed on the monitor became dark. The user adjusted the light intensity of the light source. However, the phenomenon was not recovered. The user replaced the subject ltf-s190-10 with a similar device, then the phenomenon was resolved. The user completed the procedure. There were no further details provided. If significant additional information is received, this report will be supplemented.